Manufacturer narrative:
Device evaluated by MFR. Visual examination of the device found that the returned balloon had evidence of being inflated with congealed contrast media present in the balloon and shaft. An attempt was made to inflate the device to its rated burst pressure (rbp) however; the device could not be inflated due to the blood. The device was soaked in warm water and still could not be inflated. Microscopic examination of the balloon did not identify the leak. No damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a vessel dissection occurred. The target lesion was located in the left circumflex (lcx) artery. The physician advanced the 2.75mm x 10mm flextome cutting balloon and inflated the balloon twice to 10atms, for 60 seconds each. Upon the third inflation the balloon was inflated to 8atms and ruptured. A dissection occurred just above the 2nd obtuse marginal (om) in the lcx. The vessel dissection was treated by ballooning for 5-7 minutes with a non-bsc balloon catheter and the patient had a timi 3 flow. No further patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a vessel dissection occurred. The target lesion was located in the left circumflex (lcx) artery. The physician advanced the 2.75mm x 10mm flextome cutting balloon and inflated the balloon twice to 10atms, for 60 seconds each. Upon the third inflation the balloon was inflated to 8atms and ruptured. A dissection occurred just above the 2nd obtuse marginal (om) in the lcx. The vessel dissection was treated by ballooning for 5-7 minutes with a non-bsc balloon catheter and the patient had a timi 3 flow. No further patient complications were reported and the patient's status is ok.